Event description:
It was reported that the right ventricular lead had high impedance and oversensing due to a lead fracture. The lead was capped and replaced. It was also reported that the atrial lead dislodged during the defibrillator lead replacement procedure. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance and oversensing due to a lead fracture. The lead was capped and replaced. It was also reported that the atrial lead dislodged during the defibrillator lead replacement procedure. The atrial leadwas explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the lead was returned and analyzed. A proximal portion was received measuring 13.5 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.